Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that physical stress was applied during user handling, resulting in the detachment of the bending section. The event can be [reduced/prevented] by following the instructions for use which state: inspection of the endoscope user may reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the sheath at the distal end of the bronchovideoscope was torn off. The issue occurred during reprocessing for an unspecified procedure. There were no reports of patient harm.